Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-01124.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached multiple coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a smart coil out of the introducer sheath and into the microcatheter; therefore the smart coil was removed. The physician successfully deployed and detached another smart coil, and then experienced the same resistance advancing another smart coil into the microcatheter; therefore that smart coil was also removed. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly of the first smart coil evaluated. The pusher assembly was fractured approximately 96.5 cm from the proximal end. The pusher assembly was kinked approximately 41.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The non-penumbra microcatheter was ovalized approximately 159.0 cm from the hub. Conclusions: evaluation of the returned smart coils revealed that the embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated inside the hub of the microcatheter prior to advancement, the embolization coil may start to take shape inside the hub of the microcatheter and create resistance. If the device is continuously advanced against resistance, damage such as offset coil windings may occur. The offset coil winds likely contributed to the resistance experienced, and may have contributed to the coils being unable to advance into the non-penumbra microcatheter. Further evaluation of the returned devices revealed that the first smart coil evaluated pusher assembly was fractured. This type of damage likely occurred due to forceful advancement against resistance. If the device is forcefully advanced against resistance and the pusher assembly may become kinked, then if the pusher assembly is forcefully retracted, damage such as a fracture may occur. Further evaluation of the second returned smart coil revealed kinks in the pusher assembly. These kinks likely occurred due to forceful advancement against resistance after the resistance was experienced. Furthermore, evaluation of the returned devices revealed that the non-penumbra microcatheter was kinked. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01124.